Event description:
It was reported that pump battery depleted too quickly, although this did not lead to pump shutdown and customer used pump with active cgm sensor and mobile app. There was no reported impact to the customer¿s blood glucose level. Customer agreed to continue using current pump and rely on alternate insulin method if necessary until replacement arrived, and technical support approved in-warranty replacement pump.